Event description:
Customer received a result of 29 mmol/l on the mobile system, and a result of 7 mmol/l on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in united kingdom. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278298, expiration date 08/31/2015). (B)(4).